Event description:
It is reported that the drill fractured when the surgeon was making the screw hole to fix ti-versa fx tube plate. The fragment of the drill remains in the pt's femoral bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.